Event description:
Product information was obtained. Additional information was received stating that the vns patient¿s surgery only involved repositioning of the patient¿s device. The patient¿s device was programmed on following surgery.

Manufacturer narrative:
Age at time of event, corrected data: the initial manufacturer report incorrectly reported this information. Brand name, corrected data: previously submitted MDR inadvertently did not include this information. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR inadvertently did not include this information. Manufacture date, corrected data: previously submitted MDR inadvertently did not include this information.

Event description:
On (B)(6) 2013, it was reported that the patient presented with "tumefaction" in the implant area that was probably related to implant and not related to stimulation. The severity of the event was mild. The tumefaction started on (B)(6) 2013. It was reported that the patient have surgery for this condition on (B)(6) 2013. An additional report indicated that the vns lead moved under the skin. It was reported that this was a severe event with definite relation to implant and no relation to stimulation. The surgery was performed for this event and other treatments were not changed. The event is ongoing and has not resolved as of the last report on (B)(6) 2013. The event resulted in prolonged hospitalization.

Event description:
An updated sae form was received indicating that the event was no longer ongoing and the patient has recovered.